Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue plus (#fx815t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve was malfunctioned. The patient underwent a revision procedure on (B)(6) 2025. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Event description:
It was reported that a m.blue plus (#fx815t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the valve was malfunctioned. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformations or damage of the valve was determined . Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of flow problems, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both positions. The results show that the m.blue operates within the acceptable tolerance in either position. Adjustment test: the m.blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, no organic deposits or other abnormalities were found. Results: based on our investigation results, no functional deviation of the valve were determined. The valve operated within all specifications. No further regulatory actions are required from our point of view.